Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report a folfusor that ruptured during patient infusion. The folfusor was filled with 92ml (milliliter) sodium chloride and flourouracil for 46 hours. After 24 hours, the bladder ruptured. The folfusor was replaced immediately with another one and the patient continued treatment. There was no adverse event, patient injury or medical intervention associated with this report. The sample is not available for evaluation. There is no further complaint information available.